Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient passing.

Event description:
A us distributor reported that the patient passed away on (B)(6) 2019 while wearing the lifevest. A nurse confirmed the patient's reported date of death. Details surrounding the patient's passing were not reported as multiple attempts to gather additional information were unsuccessful. The last download available is from (B)(6) 2019 at 02:27:08 pm. Clinical review of the available download data indicates that the lifevest detected an arrhythmia at 01:19:34 pm on (B)(6) 2019. The ecgs show that the patient was in ventricular tachycardia (vt) at 100 bpm. The detection stopped at 01:19:46 pm. The lifevest did not deliver a treatment shock because the patient's heart rate was below the physician prescribed treatment threshold. The patient's prescribed treatment threshold for vt was 150 bpm. At this time, it is unknown for how long the lifevest continued monitoring the patient. A supplement will be submitted if additional information is obtained.